Event description:
It was reported the right ventricular lead impedance was fluctuating with low and high measurements. T wave oversensing was also reported. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2003; ddbb1d1 implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected lower range. The device memory also indicated a lead impedance out of range alert. It was noted the criteria for the right ventricular lead integrity alert were met. There was oversensing due to non-physiologic signals/sensing integrity counter. Five lead failure predictor episodes of less than 220 ms for the ventricular to ventricular cycle are recorded on (B)(6) 2013. There were 71 ventricular sensing integrity counter (v-sic) counts that have occurred since (B)(6) 2013. The lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for abnormal lead impedance and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Ventricular pacing impedance dropped from an approximate baseline of 700 ohms to less than 300 ohms on (B)(6) 2013.